Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: customer reporting an increased positivity rate for cov-2 on the bd max hazard, injury or erroneous results?: yes. Customer is alleging false positive cov-2 results.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives". Customer requested plot interpretation assistance for multiple suspected false positive results while running the sars-cov-2 assay. Customer also reports noisy pcr curves. Customer indicates that there is no evidence of environmental contamination from their environmental monitoring. A bd field service engineer (fse) was dispatched to the customer site where they performed replacement of the pump assembly on pipette #3. An instrument qualification run was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Manufacturer narrative:
PMA/510k#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: customer reporting an increased positivity rate for cov-2 on the bd max hazard, injury or erroneous results? Yes. Customer is alleging false positive cov-2 results.